Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated out of her left fallopian tube') in a 38-year-old female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and premature menopause ("early menopause"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown. The reporter considered device dislocation and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device had migrated out of her left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter and lot number added - d46953 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure device had migrated out of her left fallopian tube'). In a 38-year-old female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/localized pain"), premature menopause ("early menopause"), genital haemorrhage ("heavy/abnormal bleeding"), mobility decreased ("mobility issues") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (salpingectomy and pending hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown. And the pelvic pain, genital haemorrhage, mobility decreased and bladder disorder had not resolved. The reporter provided no causality assessment for bladder disorder, genital haemorrhage and mobility decreased with essure. The reporter considered device dislocation, pelvic pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date, essure device had migrated out of her left fallopian tube. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the adverse events: heavy/abnormal bleeding, mobility issues and urinary/bladder problems and their outcomes were provided. A new as reported "localized pain" and the date of the essure removal were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated out of her left fallopian tube') in a 38-year-old female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and premature menopause ("early menopause"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown. The reporter considered device dislocation and premature menopause to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device had migrated out of her left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of her left fallopian tube") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and premature menopause ("early menopause"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown. The reporter considered device dislocation and premature menopause to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device had migrated out of her left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated out of her left fallopian tube') in a 38-year-old female patient who had essure (batch no. D46953) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis (with adhesion on laparoscopy) on (B)(6) 2014, amenorrhea (under depoprovera) on (B)(6) 2014, leg pain on (B)(6) 2014, lower abdominal pain (constant lower abdominal pain, mostly when she lies on her back. The pain starts as a dull ache and is most of the time present.) In 2011 and vaginal delivery (2). Previously administered products included for contraception: depoprovera in 2011. Concomitant products included citalopram and ethinylestradiol; levonorgestrel (rigevidon (28)). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain / localized pain"), premature menopause ("early menopause"), genital haemorrhage ("heavy/abnormal bleeding"), mobility decreased ("mobility issues") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown and the pelvic pain, genital haemorrhage, mobility decreased and bladder disorder had not resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, mobility decreased, pelvic pain and premature menopause to be related to essure. The reporter commented: (B)(6) 2016: surgical pathology report: left fallopian tube: no wire identified/ right fallopian tube: a wire of length 38 mm present. No wire detected in fallopian tube itself. Findings: at hysteroscopy there was no coil at left ostium but essure was otherwise still at proximal part of left tube contrary to what was suggested on recent pelvic ultrasound. There were some adhesions involving left ovary, the tube and sigmoid but no endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device had migrated out of her left fallopian tube; on (B)(6) 2011: findings: uterus and ovaries both appear normal, there is no adnexal mass or cyst. No free fluid within pelvis; in (B)(6) 2016: showed both coil in correct position; on (B)(6) 2016: showed right coil device was seen at uterine fundus but left device was in left adnexa and appeared to have migrated since previous scan.; on (B)(6) 2019: showed endometrial thickness of 5 mm but endometrium could not be seen entirely. Both ostia were visualized. No polyps or suspicious areas were seen. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: device dislocation, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters, medical history, historical drug, lab data, start date of the event device dislocation added. Initials updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated out of her left fallopian tube") in a 38 year-old female patient who had essure inserted (lot no. D46953). Additional non-serious events are detailed below. The patient had a medical history of leg pain, amenorrhea (under depoprovera) and endometriosis (with adhesion on laparoscopy) in 2014, lower abdominal pain (constant lower abdominal pain, mostly when she lies on her back. The pain starts as a dull ache and is most of the time present.) In 2011 and vaginal bleeding, uti, menopause flushing, amenorrhea, gilbert's syndrome, depression, frequent periods, urinary incontinence, vomiting, spotting vaginal, endometriosis, ovarian cyst, nipple discharge, breast pain, gravida ii, abdominal pain, smoker and vaginal delivery (2). Previously administered products included: depo provera for contraception. As concurrent condition the report mentioned iliac fossa pain. Concomitant products included buscopan (hyoscine butylbromide), naproxen, mefenamic acid, medroxyprogesterone, codeine, ibuprofen, paracetamol, cyclizine, ondansetron, rigevidon (28) (ethinylestradiol;levonorgestrel) and citalopram. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 160 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain ("pain / localized pain"), premature menopause ("early menopause"), genital haemorrhage ("heavy/abnormal bleeding"), mobility decreased ("mobility issues"), bladder disorder ("urinary/bladder problems"), device intolerance ("inability to tolerate device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issue"), gastrointestinal disorder ("bowel disorder"), fatigue ("fatigue"), pollakiuria ("increased urinary frequency"), nocturia ("nocturia"), amenorrhoea ("amenorrhea") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy and subsequent hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased and bladder disorder had not resolved. The outcomes for device dislocation, premature menopause, dyspareunia, mental disorder, fatigue, pollakiuria, nocturia, amenorrhoea and alopecia were unknown. The reporter considered alopecia, amenorrhoea, bladder disorder, device dislocation, device intolerance, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, mental disorder, mobility decreased, nocturia, pelvic pain, pollakiuria and premature menopause to be related to essure administration. The reporter commented: (B)(6) 2016: surgical pathology report: left fallopian tube: no wire identified/ right fallopian tube: a wire of length 38 mm present. No wire detected in fallopian tube itself findings: at hysteroscopy there was no coil at left ostium but essure was otherwise still at proximal part of left tube contrary to what was suggested on recent pelvic ultrasound. There were some adhesions involving left ovary, the tube and sigmoid but no endometriosis discrepancy noted essure removal date (B)(6) 2016. Total laparoscopic hysterectomy, adhesiolysis and bilateral oophorectomy on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: ecimen type: fallopian tube a separate (free-floating) essure device is present in specimen a, contrary to the original description dictated by the cut-up technician. This device measures 31mm in length. Specimen type: a: left fallopian tube. B: right fallopian tube, with essure device. Clinical details: pain after essure insertion. Microscopic examination: these are complete cross-sections of both fallopian tubes which appear [ultrasound scan] on (B)(6) 2011: findings: uterus and ovaries both appear normal, there is no adnexal mass or cyst. No free fluid within pelvis; on (B)(6) 2016: showed both coil in correct position; on (B)(6) 2016: showed right coil device was seen at uterine fundus but left device was in left adnexa and appeared to have migrated since previous scan.; on (B)(6) 2019: showed endometrial thickness of 5 mm but endometrium could not be seen entirely. Both ostia were visualized. No polyps or suspicious areas were seen; (date unknown): essure device had migrated out of her left fallopian tube concerning the injuries reported in this case, the following one/ones were described in patient's medical records: device dislocation, lower abdominal pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events inability to tolerate device, dyspareunia, psychological issues, bowel disorder, fatigue, increased urinary frequency, nocturia, amenorrhea & hair loss. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of her left fallopian tube") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and premature menopause ("early menopause"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and premature menopause outcome was unknown. The reporter considered device dislocation and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device had migrated out of her left fallopian tube. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.